Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the intraocular pressure dropped sharply and irrigation failed during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Three samples were returned for evaluation and two cassettes appeared to be turbid in nature. One cassette was damaged (broken ID tab) in returned condition and further evaluation was unable to be performed on the console. The other two samples were evaluated and tested on the console. The two samples were visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated constellation console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample could prime, tune with the handpiece and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure and irrigation pressure rate was measured at multiple set points throughout the console range and met specifications. Iop was stable during functional and performance testing. The iop stayed active during operation of the device. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen during functional testing. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned samples met specifications. Iop and irrigation were found to be conforming during laboratory evaluation. After investigation of this complaint, it has been determined that these samples met specifications; therefore, no corrective action is required at this time. All lots are verified that all required tests have been performed and all acceptance criteria were met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).